Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer power on under ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the device had several internal cables that were not fully seated and the device had likely been worked on by non-qualified personnel. Physio-control replaced the flex cable assembly which connects the user interface pcb to the pcb stack as a precaution, and then reseated several other internal connections and proper device operation was then observed through functional and performance testing. The device was then returned to the customer for use.